Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m217079 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot: m217079, test base part number 192-430/ lot: m217079. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m217079 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.b5:corrected to "the customer confirmed there was no patient impact. No additional information was provided." H4: device manufacturing date added h6: health effect-impact code changed to f26 h3 other text : single use, device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. The patient was moved to another hospital where confirmation testing was performed twice via an unknown pcr platform on (B)(6) 2023 and (B)(6) 2023, both generating negative results. The customer confirmed there was no patient impact. No additional information was provided.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. The patient was moved to another hospital where confirmation testing was performed twice via an unknown pcr platform on (B)(6) 2023, both generating negative results. The customer stated there was no patient impact. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.